Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Event description:
Boston scientific received information that the patient with this implantable pacemaker presented to the emergency room in a ventricular fibrillation (vf) arrest. The patient therefore was to be upgraded to an implantable cardioverter defibrillator (ICD). During the changeout of this pacemaker, while the non boston scientific right ventricular (rv) lead was still connected to this device, and a new lead was implanted with the new device, pacing inhibition of greater than 5 seconds was observed. Boston scientific technical services (ts) discussed that the only thing that would cause inhibition of pacing of both devices would be outside interference.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.